Event description:
The employee engaged the safety with her index finger. The eclipse shield flipped off to the side and her finger encountered the sharp end of the needle. (Instructions for use recommends the thumb to activate safety shield). Employee was given a tetanus shot, hep b vaccine and the mmr vaccine. Initial blood work on both source and hcw tested negative.